Manufacturer narrative:
Additional information: product analysis #: balloon lot# 007261279 (x2) observations: the balloons are filled and covered in bio material. The balloons each have a cut in them running perpendicular to the shaft of the balloon; this is consistent with the balloon being cut in by bone while inflated. Conclusion: no root cause can be determined at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a single level balloon kyphoplasty procedure (bkp) on a patient with a vertebral compression fracture, two balloons ruptured. The ruptures occurred prior to injecting the cement and the injected volumes may have been somewhere between 2 and 3cc with 400psi of pressure. There were no patient complications reported with this event.